Event description:
Healthcare professional reported the patient was injected with juvederm ultra plus xc and one week later had additional injections of juvederm ultra xc. The following week the patient contacted the clinic and reported that their "lip looks like it had an infection." The patient was prescribed antibiotics. This is the same event and the same patient reported under MDR ID # 3005113652-2014-00317 (allergan complaint (B)(4)). This is the first MDR submitted for the first suspected product, juvederm ultra xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.